Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was unknown. Customer stated was getting low battery would do a battery change and still get alarm. Troubleshooting was performed failed battery test. Customer reports that fail battery alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed idle current test, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm or low battery alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.